Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown nexiva tubing defective / damaged it was reported by customer that tubing on nexiva nearport looks to be fully closed off from clamp being in place for extended period of time. Verbatim#: tubing on nexiva nearport looks to be fully closed off from clamp being in place for extended period of time? Said to have come back from a CT scan looking this way.

Manufacturer narrative:
Investigation findings: our quality engineer inspected the one photo submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the photo. Analysis of the sample photo showed that there was damage present in the tube, however, it was larger than the clamp could cause. Bd could not determine a manufacturing root cause based on the analysis of the photo returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.